Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/26/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for cg8+ lot w19145 or g3+ lot d19113.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant po2 and pco2 result on a patient. There was no patient information available at the time of this report. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. There were multiple attempts for information but to no avail. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.